Event description:
It was reported that there were increased thresholds and high impedance on the left ventricular lead. It was also reported that the atrial lead had low impedance. The left ventricular lead was reprogrammed and is still in use. The atrial lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or atrial lead serial number, the manufacturing date cannot be determined.